Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-1075. It was reported the pt was experiencing unintended abdominal stimulation. X-rays were taken and showed her leads had migrated. The pt underwent revision surgery on (B)(6) 2012 to reposition her leads. The pt is now receiving effective stimulation.